Event description:
The patient reported they experienced nerve damage after their stimulator was replaced the second time. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).